Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced sub-sternal pain. The right ventricular lead was found to have high/unstable thresholds. The physician thought that the lead may have caused a micro-perforation. The physician will continue to watch the patient as the lead numbers improved and the patient was no longer having pain. The lead remains in use. No further patient complications have been reported as a result of this event.